Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Device discarded, single use.

Event description:
The customer reported two false positive results with ID now covid-19 2.0 test kit on (B)(6) 2023.per the customer, two patients got positive results with ID now covid-19 2.0 test kit, and a negative result with a confirmatory test (pcr). This MFR. Report addresses patient one (1) of two (2) patients. Additionally, the customer stated that one patient had covid-19 virus within last 3 month. No additional patient information, including treatment and outcome, was provided.